Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2018. It was reported that the patient had a pump pocket infection. The specific signs/symptoms were unknown. The pump and catheter were explanted and the patient was on antibiotics. The patient would be re-implanted in the future. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was unknown what environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. No further complications were reported/anticipated.